Event description:
This css console was not supporting a patient. The customer reported that during a routine console checkout, the monitoring computer did not boot up. This alleged failure mode poses a low risk to a patient because the issue was observed during a routing console checkout and the css console was not supporting a patient. In addition, it does not negate the ability of the css console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.